Manufacturer narrative:
The customer reported to have replaced the gui printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only, installed the 10k preventive maintenance kit and o2 sensor. The cse performed an extended self-test (est), short self-test (sst), performance verification test (pvt) and electrical safety. The unit passed all test and calibrations as outlined in service manual. The device evaluation. The unit passed all testing and operates within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
Covidien rec'd info from a customer in the USA stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. The exact date of the incident is unknown.